Event description:
Registered nurse (rn) went to pop a heat pack before providing to patient. However, the heat pack exploded when it was popped resulting in the chemicals covering this rn and the floor. This occurred with another nurse the same night: the hot pack exploded while being popped. The inside contents leaked out onto the patient, patient's grandmother and bed. White residue was noted on clothes and linen.